Manufacturer narrative:
A qualified field service engineer evaluated the system and the x8-2t transducer based on the customer complaint and could not reproduce the error. This error message is associated with a bad connection between the transducer and the system. The transducer and connectors were checked and cleaned. The system and the transducer were returned to service, and no further similar issues have been reported.

Event description:
A customer reported a 005-error message occurred when using a tee probe with their epiq cvx ultrasound system during heart surgery. The surgery was aborted, and there was no patient or user harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.